Event description:
A 3.0mm diameter x 24mm length medtronic ave gfx2 stent was inserted into the circumflex coronary artery, after predilation with a 3.0mm diameter ptca balloon. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back to the tip of the femoral sheath. Upon removal into the femoral sheath, the stent dislodged from the stent delivery system balloon. The dislodged stent was snared from the femoral artery, successfully. The physician followed the instructions for removal of an undeployed stent. The physician stated that "nothing would have crossed if the gfs would not." It is not known how the target lesion was treated and there is no further info available from the user facility.